Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the customer uses this specific rotaflow console for training. If you take the rpm`s to over 1000, the machine gets an alarm message that says "head error". It then has to be shut off and turned back on. The incident occurred during training. No patient involvement. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 12:14 pm (gmt-4:00) added by (B)(6): the device in the section d has been changed. The effected part was not the rotaflow console but the rotaflow drive. Datas has been updated in this report. The rotaflow drive was investigated by a field service technician but the rfd is not repairable in the field. The rotaflow drive has been send to the manufacturer em-tec in germany for repair. According to the service report of em-tec the failure could be confirmed - error head by 1000 rpm. The cause of the fault is a bent pin of the connector, which in some conditions triggers a short circuit on an adjacent pin. The rfd connection cable has been replaced. The bent was damaged due to improper handling of the device according to a statement of the manufacturer. Burnin, calibration and final check was done. The rfd will be send back to the us. Thus the failure could be confirmed.

Event description:
Internal reference: (B)(4).